Manufacturer narrative:
The subarachnoid hemorrhage (sah) was reported to have occurred in the right sylvian fissure. The patient did not receive tissue plasminogen activator (tpa) as the platelet count was reported to be under 100,000/mm3. The patient national institutes of health stroke scale (nihss) was reported to be 28 right after the procedure, one day after treatment the nihss was 21, and at seven the nihss was 9. The patient was reported to have suffered a multi organ failure due to disseminated intravascular coagulation (dic) caused by pancreatic cancer. The patient was reported to have expired on (B)(6) 2015. (B)(4).

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The solitaire device performed as intended as indicated by tici 3 was achieved post treatment. The subarachnoid hemorrhage event occurred in the patient post procedure and its cause was unknown. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Additional information has been requested, however, no information has been received. Once the information is received a supplemental report will be submitted. (B)(4).

Event description:
Medtronic (covidien) received information that the patient was initially hospitalized for chemotherapy of multiple liver metastasis and pancreatic cancer. Seven days later, the patient suffered an acute stroke and a mechanical thrombectomy (mt) device was used twice within the right middle cerebral artery, m1 area, thrombolysis in cerebral infarction (tici) score was 0. The mt device was reported to have achieved thrombolysis in cerebral infarction (tici) 3 / arterial occlusive lesion (aol) 3. During the procedure, the patient complained of pain. Computed tomography (CT) image taken after the procedure revealed a subarachnoid hemorrhage (sah). This event was treated with antihypertensive treatment and the patient's condition was monitored.